Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) encountered an issue where it was difficult to pull up the autopulse lifeband completely in order to reset the drive shaft back to home position" was confirmed during visual inspection. The encoder driveshaft did not rotate smoothly, exhibiting binding and resistance, and was very difficult to rotate manually. The root cause was the sticky driveshaft clutch area, which was caused by burrs in the hex cut out and on the surface of the clutch rotor. The clutch plate will be deburred or replaced to remedy the issue. Upon further visual inspection, no other physical damage was observed on the platform. The power distribution board is up to date. No significant discrepancy was found in the archive review. The autopulse platform passed the initial functional testing without any fault or error. The customer has received a replacement platform. The autopulse platform (sn (B)(6)) will be stored for future refurbishment sale order requests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6)) encountered an issue where it was difficult to pull up the autopulse lifeband completely in order to reset the drive shaft back to home position. This occurred after compressions were paused by the customer. There was no error message displayed on the platform when the customer tried to pull up the lifeband. They confirmed that the lifeband is not folded or jammed in the device and no device malfunction was reported for the lifeband. The customer tried troubleshooting by using a different lifeband, but the problem was not resolved. No patient involvement.